Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported patient has been indicated for a patella resurfacing due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.